Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a crack in the reservoir connecting tube to the pump. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. Event date estimated as two weeks prior to explant.

Manufacturer narrative:
B3: event date estimated as two weeks prior to explant. Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using the microscope, and functionally tested; no leaks were found within the ms pump. The tubing was identified to be cut down to the pump block and the kink resistant tubing (krt) was not returned for analysis. Under microscope observation, the deflation ball was identified to be seated too far forward. The ms pump was functionally tested and passed functional testing within specification. Product analysis was unable to confirm the reported events as the tubing was not returned and no device malfunction was identified.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to a crack in the reservoir connecting tube to the pump. No patient complications were reported.